Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare rep of an alleged leak in an rt340 adult dual-heated evaqua breathing circuit. The leak was detected during the initial ventilator set-up check, prior to pt connection. No pt consequence was reported.

Manufacturer narrative:
(B)(4). This is a malfunction that has been reported to fisher & paykel healthcare ('fph') by a healthcare facility in the UK. The product is not sold in the USA, but it is similar to a product sold in the USA. The 510 (k) for that product is k983112. Method: the complaint device was visually inspected for signs of tears or damage that could give rise to a leak. The breathing circuit was pressure tested for leaks and submerged in a water bath. Results: pressure testing confirmed the presence of a leak. Immersion in a water bath revealed the source of the leak to be puncture hole on the inspiratory tube of approx 3mm. A lot check could not be performed as no lot date was provided. Conclusion/comments: each breathing circuit is pressure tested for leaks following manufacture and assembly. Any device which fails the post-production leak test is rejected. It is possible that the complaint breathing circuit sustained damage from a sharp object against the inspiratory tube during transportation or equipment set-up. Our user instructions specify to the user to "fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage." This event occurred prior to pt connection with no pt consequence occurring as a result. (B)(4).